Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m92n51. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, even though the trigger was actuated several times, no clips were fed into the jaws; in addition, the anti-backup feature was found to be non-functional. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling, the ratchet pawl was found to be worn out, causing the anti-backup failure. In addition, the feed link was noted to be broken; this condition prevents the clips to be fed. No conclusion could be reached as to what may have caused the damages found. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the device would not fire any clips. It was not locked out, just wouldn't load any clips. Case completed with another device. There were no patient consequences reported.